Event description:
Olympus received a medwatch report, which stated: "during the procedure, the surgeon believed the picture on the monitor was "fuzzy, unclear, and color off". The resident also felt the picture was unclear. The tech and circulator thought the picture looked ok to them. Despite the staff's opinion, the surgeon proceeded with a conversion to an open procedure and the equipment-camera and light cord were pulled out of service for inspection. There was no pt injury reported."

Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the report, and was informed that several of the staff present at the time of the procedure did not observe any anomalies with the image. The staff further reported that the procedure was converted to an open surgery due to the size of the gallstone, which was too large to be removed through laparoscopic cholecystectomy procedure, and not due to a device malfunction. An olympus representative had visited the facility to evaluate the telescope and monitors the day after the event due to the user's report of "bad scope during a procedure." The representative examined the image with the hospital biomedical engineer, and no anomalies were observed on the equipment. The staff at user facility reported that all equipment were returned to circulation after the testing performed by the clinical engineer and the olympus representative, and there was no further issue reported since then. The whereabouts of the subject device are currently unk within the user facility, and the cause of the user's experience could not be determined at this time. Olympus will continue to work with the user facility to gather additional information regarding the report; if additional and significant information becomes available later, this report will be updated. This report is being submitted as a medical device report in abundance of caution.